Event description:
It was reported that the implantable pacemaker device was suspected premature battery depletion (pbd). The device longevity had dropped from 3.5 years to 1.5 years in a span of a year. A request was made to have data from this device analyzed. Data analysis confirmed the power consumption of the device has been steadily increasing, and the power consumption is expected to continue to increase. The malfunction appears consistent with other pgs that have had continuous average power increases due to hydrogen in the enclosed device case. Technical services (ts) consultant recommended replacement. This device remains in service. No adverse patient effects were reported.